Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Additional information received via medical records state that the mitral valve showed clot formation on the leaflets inside of the prosthesis. At the time of this report, the information available does not suggest a malfunction, or that the use or miss-use of the device caused or contributed to the event. This adverse event occurred in an edwards sponsored clinical trial within the study follow-up period, with no indication of a device malfunction or deficiency, and the event is an anticipated event referenced in the device instructions for use. The edwards clinical trial database is the source of information for such events. For this reason, the reported thrombosis will be captured and reported through the ide. Therefore, this event is no longer considered FDA reportable.

Manufacturer narrative:
Supplemental to correct h11: h11: a supplemental MDR is being submitted to correct the reportability of the event previously reported. Additional information received via medical records state that the mitral valve showed a clot formation on the leaflets inside of the prosthesis. The information available does not suggest the sapien m3 valve malfunctioned, or that the use or miss-use of the device caused or contributed to the reported thrombosis. The sapien m3 valve is not sold or marketed in the u.s by edwards, however it is considered similar to ew sapien 3 thv. Similar device reporting under 21 cfr 803 only requires reporting of reportable device malfunctions and serious injuries related to reportable device malfunctions. In this case a device malfunction did not occur, therefore this complaint is not FDA reportable.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, and h6- device code. The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification through the encircle clinical trail. As reported, the site reports elevated gradients found during patients 6-month tte, no mention of which valve or interventions, but marked as a serious adverse event (sae). Of note, the 30-day tte documents a mitral valve mean gradient of 5mmhg. The patient was then admitted to the hospital and found to have hypoattenuated leaflet thickening (halt). Per the tte provided, the 29 mm m3 bioprosthesis valve showed no rocking or aberrant motion. There was trivial intravalvular regurgitation noted. There is no perivalvular regurgitation noted. Leaflets mobility appear to be restricted. Turbulent flow across the valve noted by spectral and color doppler profile. The findings are consistent with severe stenosis. The mean diastolic gradient is 14 mm hg. The valve area (lvot continuity) is 0.7 cm2. The patient is not symptomatic and there was no mention of interventions.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. The sapien m3 valve device is not sold or marketed in the us; however, is deemed similar to the edwards sapien 3 valve 9600tfx. The PMA/510k field will be blank. The PMA number for the sapien 3 valve is p140031.

Event description:
Edwards received notification through a clinical trail. The site reported elevated gradients found during the patient's 6-month tte. There was no mention of interventions, but marked as an serious adverse event (sae). Of note, the 30-day tte documented a mitral valve mean gradient (mg) of 5 mghg. The patient was then admitted to the hospital on and found to have hypo attenuated leaflet thickening (halt).